Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine follow-up, premature battery depletion was noted on the device. Patient was brought back to the clinic for another device-check visit, and there was no issue noted on the device. Physician has decided to monitor the device. The patient is not ICD-dependent and is in good condition.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.

Event description:
New information received notes that the device was explanted and replaced. There were no consequences to the patient.